Manufacturer narrative:
The investigation of the photo provided by patient was completed by the failure analysis lab on 10/2/2019. Device evaluation summary: according to the information received, it was reported a patient experienced bilateral extreme swelling, severe migraines, memory loss, brain fog, thyroid enlarging, perfuse sweating, constant throat clearing, short breath,decrease cervical problems and another generalized illness symptoms. Upon visual inspection of the picture, it was observed to be intact. The photos do not provide enough evidence to determine any failure in the product. An investigation of the photos was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation surgery two 325cc mentor smooth round spectrum post operatively adjustable saline breast implants experienced bilateral extreme swelling, severe migraines, memory loss, brain fog, body swelling, gi issues, hypothyroid, perfuse sweating, throat clearing, short breath, decrease cervical problems, autoimmune symptoms, abnormal lab results, add, rapid weight fluctuations, bue edema, pain, mottled skin on dorsal aspect both hands, anxiety, extreme exhaustion, insomnia, panic attacks, palpitations, exhaustion, multifocal joint pain, migraines so severe they induce vomiting, numbness in hands when arms are adducted (indicative of nerve issue, thoracic outlet syndrome, vision issues, throat clearing, neck pain, upper back pain, numbness at right periscapular border down to elbow, abdominal pain, chest muscle pain, inability to take a deep breath, shortness of breath, heat intolerance, multinodular thyroid goiter , new nodules growing every few months, intermittent rashes on chest, itching on chest and sed rate is 49sec. Post procedure. The mentioned complications were not confirmed by a physician. As a result, patient had an explantation on (B)(6) 2019. This medwatch form is for the left breast prosthesis. See 1645337-2019-18653 for contralateral prosthesis report.